Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
Stated, he purchased four boxes from his mail order pharmacy but has only used pen needles from three boxes. Seeing a little bit of "clear substance" on the needle tip after attempting injection. Stated, the clear substance looks and feels like "glue". Stated, there is resistance when depressing the button on pen pen needle clog when taking injection when asked "how is your blood sugar", he stated, "my numbers have never been under control and not getting my insulin doesn't help" does not re-use does not prime before injections. Lot: 5246009. Two lots: unknown. Catalog: 320882. Date of event: unknown. Samples: yes.